Event description:
Replaced defective defibrillation lead that was recalled and given to medtronic rep per conditions of recall for evaluation.======================manufacturer response for pacemaker and lead, (brand not provided) (per site reporter).======================device given to rep.